Event description:
Customer called to report that they were hospitalized for low blood glucose levels. Customer was driving from the doctor's office when he had an insulin reaction. Customer stated that he was in an accident as a result. Customer was pried from his car, unconscious. Customer's blood glucose levels at the time were 23 mg/dl. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.